Manufacturer narrative:
(B)(4). The customer advised physio-control that they replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to service for use. The customer replaced the therapy cable assembly from their stock.

Event description:
The customer reported that a pin from the therapy cable assembly broke off inside the therapy connector of their device. This prohibited the device from recognizing a therapy cable assembly being connected to the device and therefore, would not have the ability to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.